Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which did not require hospitalization. Treatment and outcome are unknown. The cause of the peritonitis was unknown; however, it was reported that a possible causation was the minicap was not properly tightened. No additional information is available. This is report 1 of 3 involved in this peritonitis event. Event details: during a call, the following was reported. On (B)(6) 2013, the patient experienced peritonitis. A culture was performed and the culture result was unknown. The cause of peritonitis was unknown. The patient's wife stated that the patient did not adjust the minicap tight enough. Outcome: recovering medical history: end stage renal disease, and hypertension. Concomitant therapy: not reported. Causality assessment: not reported. A search of (B)(4) for suspect products shipped within two months before the incident showed the following: (B)(4), lot numbers: h13g13011, and h13f08039

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers h13g13011, h13f08039 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.